Event description:
It was reported that this patient experienced diaphragm stimulation. It was confirmed by an x-ray that the left ventricular (lv) lead was dislodged. The physician decided to cap and replace the lead. It was successfully replaced. No additional adverse patient effects were reported.